Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. At 3 1/2 weeks post-op the patient developed a possible allergy/reaction to the suture. The extent of the reaction is unknown. Additional information has been requested.